Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l2-s1. It was reported that sometime post-op the patient underwent a revision surgery due to a broken rod. Fusion had not occurred. No additional patient complications were reported.

Manufacturer narrative:
Films supplied for review found: complex construct from thoracolumbar junction to l5, shows bilateral rod breakage at about l3 with subsequent anterior column failure. Revision included extending to sacral a/c and t11 with screws and hooks. Interbody support placed at l5 and l3.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The rod was returned in 3 sections, one section appears to be undamaged and cut on both ends. The other rod has fractured - 20mm from the end. The cause of the fracture appears to be from fatigue as fatigue lines can be seen and then eventual overload through a bending moment.